Manufacturer narrative:
Further information was requested but not received. No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an in clinic follow-up, low high voltage defibrillation impedance and noise resulting in oversensing was observed on the right ventricular (rv) lead. The cardiac physiologist alleged externalized conductors to be the cause of the event, however, it was not confirmed via diagnostic imaging. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.